Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 38 x 3.00 mm stent delivery system was returned for analysis. An examination of the stent found damage to the distal section of the stent with stent struts from the 1st and 2nd distal stent strut rows expanded (flared). Damage was also noted to the proximal end of the stent with stent struts form the 1st to 6th proximal stent strut rows lifted from their crimped position and expanded(flared) and pulled distally. The midsection stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and issues were noted. The balloon cones were unfolded and appeared to be subjected to some positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink measured at 21.5 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20 sep 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.25 x 35 mm, eccentric, de novo target lesion with a significant bend of >=90 degrees was located in the severely tortuous and mildy calcified left anterior descending artery. The lesion was pre-dilated resulting to 80% residual stenosis. A 38 x 3.00 mm promus elite drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion even after repeated attempts. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.